Event description:
The customer alleged three (including himself) healthcare workers experienced human reactions to cidex opa. All three healthcare workers had symptoms of burning eyes and irritations to the nasal and throat passages. At this time, it is not known whether the room ventilation was adequate. The customer later stated that, at the time, a substitute healthcare worker processed the instruments and contributed to the event. The customer stated that the symptoms have resolved and no medical attention was sought.

Manufacturer narrative:
Inhalation. Reference mdrs: 2084725-2009-00102 and 2084725-2009-00090.